Event description:
As reported, approximately 1.5 years post op the initial right tka, this female patient was revised due to a swollen knee and pain caused due to poly wear from the bad batch of poly. Insert and patella changed. Patient revised to exactech device.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-04-0340 - logic cr femoral por, right, sz 4 4719880, 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 6029557, 200-02-41 - three peg patella 41mm 4481559,

Manufacturer narrative:
Section h10: (h3) the revision reported was most likely the result of prosthesis wear initiated by unintended contact between incongruent surfaces of the tibial insert and femoral component. However, contributions from instability of the knee joint, component alignment, and/or patient-conditions to the sequence of events cannot be determined from the reported clinical information. Having been packaged in a non-conforming vacuum bag for more than five years may also have been contributing factor to the extent of wear noted on the tibial insert. The following sections have corrected information: (h6) component code: 734, bearings.